Manufacturer narrative:
Health impact code f2301: used for the advancement of a percutaneous transluminal angioplasty (pta) balloon catheter into the lumen of the stent to expand the constrained half of the endoprosthesis. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, a patient underwent treatment for stenotic occlusion where a 9 mm x 5 cm gore® viabahn® endoprosthesis with heparin bioactive surface (gore® viabahn® device) was used in the right iliac artery. It was reported the lesion was predilated, and the physician accessed the patient using a 8f terumo guiding sheath over an unknown guidewire to the target treatment zone. Reportedly, the deployment line was pulled, and deployment initiated. The endoprosthesis expanded halfway when the deployment line came completely out of the delivery catheter, leaving the proximal half of the stent constrained and bunched up. The physician withdrew the catheter, but the partially expanded endoprosthesis remained in the artery. It was reported the deployment line did not get caught on anything (no other stents in area). The decision was made to advance a percutaneous transluminal angioplasty (pta) balloon catheter into the lumen of the stent to open the constrained half and to fully expand the endoprosthesis. Under fluoroscopy good wall apposition was observed. It was reported there was no impact to the patient.

Manufacturer narrative:
A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. The primary reported complaint of partial vsx device deployment with bunching of the endoprosthesis could not be independently confirmed because there were no items returned for evaluation. The cause for the complaint could not be established with the available information.